Event description:
It was reported that the right atrial (ra) lead exhibited a sudden rise in threshold to an elevated level. The lead was capped and replaced with a new lead. The patient was a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).